Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The user facility in (B)(6) reported during surgery the vitrectomy cutter stopped moving; however, aspiration continued. The cutter was replaced with another one and the surgery was completed. No patient injury reported.